Event description:
The legal guardian (lg) reported that the patient had been wearing the pod on the arm for between 37 and 48 hours when the patient became sick during the night of (B)(6) 2026. By morning, the patient¿s blood glucose was over 22 mmol/l (396 mg/dl) with high ketones. Believing medical care was needed, lg took the patient to a hospital. During travel, lg replaced the pod, and the patient¿s glucose levels improved before arrival. Hospital staff later noted suspected insulin leakage and a broken cannula, though no alarms had been displayed and the adhesive had been secure. The visit lasted a couple of hours, and the patient was later seen at a different hospital the same afternoon. No information on treatment details were provided at both hospitals. The original pod had been discarded and the patient reported that they were able to resume treatment, after applying a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and high blood glucose / high ketone event. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.